Event description:
It was reported that this implantable device was part of the system revision due to infection. Reportedly, the issue was documented in the returned goods paperwork. No additional adverse patient effects reported. The implantable device was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.